Event description:
It was reported that there was impedance of over 10,000 ohms. It was noted that an explant was a required action and the lead and extension were replaced. It was noted that impedance testing, x-rays and reprogramming was done as diagnostic testing. It was noted that the patient told the physician that the paresthesia was lost in the past. It was noted that during surgery the physician first checked the electrode and extension with an external stimulator and the same values were found. It was noted that the same value was found with testing only the electrode with the external neurostimulator. It was noted that during explantation the lead was cut in two parts. It was noted that the physician observed a break in the electrode at the proximal end of the fixation. It was noted that the patient had less than 50% therapy relief at an unknown location. It was noted that the patient was alive with no injury at the time of the report. It was noted that the implantable neurostimulator (ins) was replaced due to end of service.

Manufacturer narrative:
Analysis of the lead found the stimulation lead body conductor was broken at the titan anchor site. It was reported that on the lead, the proximal lead segment was 12.6 cm. It was noted one conductor was broken 12.1 cm from the distal end. It was logged three conductors were broken 9.3 cm from the distal end. It was reported in a functional test of the electrodes to the cut off point all circuits were open, and there were no shorts between circuits (dry). It was noted, the distal lead segment measured 15.2 cm. Analysis of the extension (B)(4), found the stimulation extension distal end molded rubber was cut. It was also reported the extension measured length was 60.8 cm.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# 3487a, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 37083, serial# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Follow up reported after replacement the system worked fine and the patient was receiving paresthesia.